Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The submitted log file contained events and data from 26mar2023 through 24apr2023, per the timestamps. The last several lines of information captured driveline disconnect and no external power events, consistent with the reported event of removing device support after the patient¿s death. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The device was not explanted for evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with acute pulmonary edema, acute dyspnea and orthopnea. The patients condition progressed to cardiogenic shock, cardiac arrest, and death 2 hours later.